Event description:
It was reported that the patient experienced vomiting and lethargy following a refill session and was working with his doctors to determine what is going on. A catheter dye study was done and healthcare provider (hcp) stated everything was working as intended. A roller study was not performed. It was further added that patient was refilled on (B)(6) 2012 and on (B)(6) 2012, was in the hospital due to vomiting for over 48 hours. Patient had been to four different hospitals over the last six weeks because of "vomiting, lethargic and near death". Patient had lost over 40 lbs. And "threw up for 119 hours straight". Patient had been off all pills for the last 12 days except for the pump and they were trying to determine if the pump meds were the issue. Caller states they have ran all kinds of tests with nothing that confirmed patient's events. On (B)(6) 2012, patient was on "some IV's" and then discharged stating that "there was nothing they can do". A couple of days later patient then went to another hospital, patient didn't have any meds at that point except for the pump. Patient then went to another hospital and from there was sent to an addiction center. At the addiction center they were unable to care for the patient "who was so sick" and sent him back to the hospital. Patient's family physician admitted patient and ran tests for a week; nothing came back from the tests. Patient expressed that he was going to "kill himself because no one would help him" and was then admitted by his psychiatrist. Per the reporter there was nothing psychologically wrong with the patient, but they need the pump turned off. It was stated that they wanted to admit the patient again to detox and get pump turned down or off and patient could then follow-up with his family physician. Drugs delivered via the device as of (B)(6) 2012, were hydromorphone 20.0 mg/ml, 3.964 mg/day and clonidine 600 mg/ml, 5.25 mg/day and as of the date of this report the daily dose of hydromorphone and clonidine was 3.446 mg/day and 5.25 mg/day respectively. Patient/family were dissatisfied with the hcp as they refused to turn the medication down or shut the pump off and test the medication in the pump. On (B)(6) 2012, patient was reportedly not doing well. It was stated that they have done all kinds of tests and they now believed that there could be something wrong with the drug in the pump. They want to withdraw drug and test it. On (B)(6) 2012, hcp reported that patient had been complaining of nausea and they wanted to stop the pump temporarily (approx. 1 day) to see how the patient does on other meds. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4); catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).